Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Event description:
According to the available information, a 3-piece titan touch was removed due to an infection. The physician washed out the patient wound, replaced the device with a malleable implant, and added std rear tips.